Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a specimen cup. Visual inspection of the returned product found no visible damage to the lens. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -8.5 diopter, in the patients eye on (B)(6) 2017. The patient returned on (B)(6) 2017 for a chamber washout. The patient was not happy with the lens and felt it was not the right fit for her, so returned on (B)(6) 2017 to have the lens explanted. The patient did not want another icl lens implanted. The reporter stated there was no issue with the lens, it was a patient issue.